Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three products used in the patient and associated with the event that were reported under the following manufacturing numbers 9616099-2007-00378 and 9616099-2007-00379.

Event description:
Three days after the patient was treated with three cypher stents, he died suddenly at home. The physician commented that it was unknown if the cause of death was sub-acute thrombosis (sat). The possible cause of the sat was that the patient's condition was not good and he was a high-risk patient with diabetes. The possible cause of the death is cerebral apoplexy, but the sat cannot be totally eliminated. This patient presented to the cardiac catherization unit for elective treatment of 1-vessel disease. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 8000 units. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the proximal left anterior descending artery (lad) of 40mm in length in a 2.5mm vessel diameter. The (type c) concentric lesion was also calcified. The lesion was pre-dilated with a 2.0x14mm cypher stent at 22 atmosphere (atm) before deploying two overlapping 2.5x18mm cypher stents at 20 atm. Then a 3.0x18mm cypher stent was deployed at 20 atm at the proximal end of the previous stents with overlap. Post-dilation was not conducted. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. Act was not measured. Post-procedure medications were not prescribed.